Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports app is not correctly tracking active insulin which could result in inaccurate bolus advice. No adverse event alleged. A request was made for the return of a copy of the backup file.